Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the multifunction cable (mfc) and the CPR adapter and the customer's report was not replicated or confirmed. The accessories passed all functional tests, including flex testing. X series logs were unavailable for review. The electrode pads were not returned as part of the investigation. Based on this limited investigation, no faults were found. The accessories were scrapped as a result of the vigorous testing. Replacements sent to the customer. No trend is associated with reports of this type.